Manufacturer narrative:
Additional information provided; d.10. The customer¿s report that residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The texium syringe and vialshields were visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received texium or smartsite vialshield. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the texium syringe and smartsite vialshield. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Rituximab residue was found on all (4) smartsites of the 20mm vialshields after drawing up drug, and disconnecting the texium bonded syringe from the vialshields. Drug residue was wiped off the syringe tip with an alcohol pad prior to injecting the drug into the bag. Rituximab residue was found on the smartsite bag access of the texium infusion set after injecting rituximab into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Concomitant medical products: rituximab 500mg/50ml, genentech ndc 50242-053-06, lot 3313254, exp 11/21; rituximab 100mg/10ml, genentech ndc 50242-051-21, lot 3297103, exp 7/21; rituximab 100mg/10ml, genentech ndc 50242-051-21, lot 3319373, exp 11/21; rituximab 100mg/10ml, genentech ndc 50242-051-21, lot 3295058, exp 7/21. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Rituximab residue found on all 4 smartsites of the 20mm vialshields after drawing up drug and disconnecting the texium bonded syringe from the vialshields. Drug residue wiped off the syringe tip with an alcohol pad prior to injecting drug into the bag. Rituximab residue found on the smartsite bag access of the texium infusion set after injecting rituximab into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.